Event description:
Information was received from the patient receiving intrathecal sufentanil via an implantable pump for non-malignant pain. The patient reported that for the past half a week they had been having issues with their handset lagging when trying to connect to their pump. Patient stated that when it got to 90% it sits there and holds for what seemed like forever before it gave the last 10%. Agent walked patient through clearing data on the handset. Patient mentioned they get 8 boluses a day, 1 every 3 hours. The troubleshooting steps that were taken on the call resolved the issue. Patient would call back if they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown. Product type software. Product ID hh9020tdd. Serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.